Event description:
The importer reported that a user facility reported that their patient experienced a burn during treatment with the harmony xl pro system that has resulted in hypopigmentation.

Manufacturer narrative:
The manufacturer received information that a user facility reported a patient experienced a burn during treatment with the harmony xl pro system, followed by hypopigmentation. Multiple attempts were made to obtain additional clinical and technical information; however, no treatment details were provided and no device identification information was obtained. The device was not returned for evaluation, and therefore device performance could not be assessed. While a definitive root cause could not be established, user error is considered the most probable contributing factor. This event is reported in good faith under 21 cfr part 803 due to the potential for long-term hypopigmentation. The importer also submitted a report to the FDA under report number 3004450661-2025-00026.